Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged a few months after it was implanted due to patient condition. The lv lead was explanted and replaced with another lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.